Event description:
Spoke with patients daughter. Patients daughter said the pump is beeping that the cartridge is "low volume 0.093 or less in cartridge." Patient said placed 2.2ml into cartridge and at a rate 0.024. (9.25nkm). Told patient daughter that the sensor on the pump may be off on low volume. We will ship replacement. Sn: (B)(4). Is the actual device available for investigation? Yes. Did we place device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reports product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.